Event description:
It was reported that the device does not properly mesh. The event timing is during surgery. There is no harm or delay reported. No additional graft was needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.